Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring around 80 to 130 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there was normal increase in impedance seen over the initial year of implant and it had been generally stable since then, with occasional measurements showing higher values. There was no noise noted. The plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring around 80 to 130 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there was normal increase in impedance seen over the initial year of implant and it had been generally stable since then, with occasional measurements showing higher values. There was no noise noted. The plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.